Event description:
Note: this report pertains to first of three overstitch suture cinch used during the same procedure. It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic sleeve gastroplasty (esg) procedure performed on (B)(6) 2024. During the procedure, the device broke causing the internal cable to remain inside the patient; the cinch was not able to be deployed. Two more suture cinch were used; however, the same problem happened. The procedure was completed with another device of the same model. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0203 is being used to report the wire cinch break capture under the reportable product malfunction of device damaged/defective.